Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: no defect was found: testing confirmed issue in history but was not able to reproduce during investigation. Review of prime history shows a prime value of 41.24u on (B)(6) /2014 at 19:44. Rewind, load cartridge, and prime steps performed successfully with no alarms. A force sensor calibration test confirmed the sensor is detecting correct force at 5lbs. A cartridge with 100u was correctly loaded into the pump. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. The pump was opened and no damage was found to the force sensor circuit. No burr was observed on the piston rod.

Event description:
On (B)(6) 2014, the patient contacted animas and alleged the pump had a large prime volume issue, using greater than 10 units more than normal. The patient had a blood glucose of 300 mg/dl with dizziness, weakness, and extreme drowsiness. Patient received no unusual treatment. During troubleshooting, customer support found no pump malfunction and attributed the issue to training/misuse. This complaint is being reported because the patient experienced hyperglycemia related to a training/misuse issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time, but user error should be considered.